Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Patient height: (B)(6) inches. (B)(4).

Event description:
It was reported the end user noted an unknown quantity of blood present in his pouch. He removed his skin barrier and pressure was applied to the stoma but the bleeding persisted. The end user went to the emergency room for treatment. After an examination, no obvious cut to the stoma was noted. The physician cauterized the area at the base of the stoma where the bleeding was noted. The physician advised the patient to use a more appropriately sized skin barrier. No further patient complications were reported.